Manufacturer narrative:
The reported event that the battery housing is broken was confirmed through the visual inspection. It was observed that the battery compartment was broken off. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that the battery housing of the device was broken off during service. No patient involvement or impact to the patient was associated with the event.

Event description:
It was reported that the battery housing of the device was broken off during service. No patient involvement or impact to the patient was associated with the event.